Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified review of event description (event details, per) - event summary: during the primary surgery on (B)(6), 2017, surgeon was not able to fit the fitmore stem properly. Fitmore miss match between broaches and implant. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: - migration of stem short and long term, splitting of femur, improper initial setting of the implant due to rasp design doesn't correspond to the stem design (functionality) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - malfunctioning of the device due to wrong handling of device due to unclear information => possible: as no further documentation was provided like x-rays or surgical reports, it is unknown how the procedure was performed. Therefore, this point cannot be excluded. - aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply with surgical technique => possible: as no further documentation was provided like x-rays or surgical reports, it is unknown how the procedure was performed. Therefore, this point cannot be excluded. - wrong combination of the components due to lms marking not readable under or lighting marking parameters are not sufficient enough => possible: a wrong combination of the components cannot be excluded. Conclusion summary it was reported that the surgeon was not able to fit the fitmore stem properly. Fitmore miss match between broaches and implant. The rasp and stem have not been returned for investigation. Therefore, the condition of the components is unknown. No intra operative x-rays nor surgical report of the implantation were received to confirm the reported event. Based on the given information and performed information, the complaint cannot be confirmed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on may 04, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the during primary surgery on (B)(6) 2017 on the right side, surgeon was not able to fit the fitmore, hip stem,uncemented, offset b (extended) 3, taper 12/14 stem properly. Fitmore stem miss match between broaches and implant. It is unknown the time that the surgery was extended.